Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was running high last night and had the cannula of the infusion set stuck in scar tissue. Customer's current blood glucose was 372 mg/dl. Customer filled the reservoir and infusion set. Customer was manually priming and received a no delivery alarm. Customer verified that the insulin did exit. Customer stated that the pump did not alarm no delivery. Customer was advised that the pump was working as designed. Customer also reported via phone call that her blood glucose was 422 mg/dl. Customer found a bent cannula. The pump passed the high pressure test. Customer changed out the set and the battery because the battery was dead. Customer had a low reservoir alert, low battery alert, and an off no power alarm.